Event description:
It was reported that device battery longevity was shorter than expected, and the device is approaching elective replacement indicator. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery depletion was indicated as time of rrt in save to disk occurred on (B)(6) 2012 device rrt<=2.6251 volt. Weekly battery voltage trend data shows bat=2.626 to 2.619 volts between (B)(6) 2012. There was one patient alert for low battery voltage on (B)(6) 2012 02:15:00.